Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage and gouges around the edges of the part. Cement debris are observed on the inferior surface of the device. The clinical/medical concluded that based on the documentation provided, the root cause of the disassociation could not be definitively concluded. It is unknown, however, if there were pre-existing conditions and/or trauma prior to the onset of pain, but the product evaluation noted damage and gouges around the edges of the part. The assessed patient impact was the disassociated component and the patellar revision. Further patient impact could not be determined but the issue was reportedly ¿resolved¿. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential causes could include but are not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on (B)(6) 2020, the patient came to the hospital due to pain. An x-ray was performed where it was observed the patella component was disassociated. Therefore, revision surgery was performed on (B)(6) 2020.

Manufacturer narrative:
Updated : lot number/ exp date and UDI and mnf date.